Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the dental implant was placed in ada site 9, a failure occurred upon insertion in type iii bone. Clinician reports periodontal disease and poor bone quality. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the dental implant was placed in ada site 9, a failure occurred upon insertion in type iii bone. Clinician reports periodontal disease and poor bone quality. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).